Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had an issue with loading a cartridge onto the pump. There was no reported impact to the customer blood glucose level. Multiple attempts made to obtain information, however no further information was provided.

Manufacturer narrative:
(B)(4).